Manufacturer narrative:
Additional information : manufacturer narrative. The actual date of event is unknown. Root cause : the root cause for the reported issue of an incorrect syringe volume read was not determined because no products or device logs were returned.

Event description:
It was reported that the pumps programmed using guardrails read the volume in the bd 3ml syringes containing medication less than what was actually in the syringe. The syringe had 1.8 ml in it; however, the device indicated 1.2 ml and would only administer 1.2 ml. Saline was used to prime the tubing. There was patient involvement, but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pumps programmed using guardrails read the volume in the bd 3ml syringes containing medication less than what was actually in the syringe. The syringe had 1.8 ml in it; however, the device indicated 1.2 ml and would only administer 1.2 ml. Saline was used to prime the tubing. There was patient involvement, but no harm.